Event description:
Hill-rom received a report from a hill-rom tech stating the pt right foot side rail not latching. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail latch cover striking side rail latch causing it not to latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech adjusted the siderail latch cover to resolve the issue. Based on this info, no further action is required.